Event description:
This 65 year old patient was admitted to our hospital on 12/22/91 with diagnosis of shortness of breath and dialysis. On that date the balloon catheter was inserted without incident. Subsequently, blood was noted in the gas line. No gas alarm sounded. On 12/25/91 a gas alarm sounded indicating a leak in the balloon removal of the balloon was attempted but it could not be removed. The patient was taken to the or where the balloon was removed surgically. Apparently a clot formed in the balloon and the obstruction would not allow the normal removal of the balloon. The physician retained only a small portion of the balloon which contained the clot. The remainded was discarded. Not enough remained for proper evaluation. The patient remains in critical condition.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, other, inherent risk of procedure, balloon. Conclusion: device failure occurred and was related to event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.